Manufacturer narrative:
No sample was returned. No lot or reorder info was provided. The co found no other similar complaints for the dual lumen umbilical catheter. Product warning labels were reviewed and found to be completely adequate stating that, catheter placement should be "verified by radiology" immediately after placement. In this instance radiology was not done until 6 days post placement, when the baby developed symptoms. This appears to be an isolated event most probably caused by user technique.

Event description:
Customer reports, catheter had been inserted in infant for six days for blood pressure monitoring; complications developed. A cardiac echo was performed. The results indicated that the catheter perforated the right atrium creating a pericardial effusion. The catheter was backed up and the baby was treated by pericardicentesis ad medication. The infant is fine now.